Manufacturer narrative:
Changed from (B)(6) 2019 to (B)(6) 2019 claim# (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race - unk. Date of event - unk. Brand name - unk. Common device name - unk. Serial number = unk, expiration = unk, UDI - unk. Implant date - unk. PMA/501k - unk. Device manufacture date - unk. (B)(4).

Event description:
The reporter indicated that a lens was implanted into the patients right eye (od). Pigment dispersion, iris transillumination defects and high intraocular pressure was observed. It was reported that it was controlled and stabilized with 1 iop medication. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.